Manufacturer narrative:
Follow-up received on 12-may-2016: quality safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had heavy pain in pelvic area and very heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She went to urgent care, the emergency room (ER), ob/gyn, and primary care professional due to the events and received morphine as treatment. These events are listed in essure's reference safety information. After essure insertion pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer reported pelvic pain and bleeding which started in close association with essure insertion. Considering this positive temporal relationship and in the lack of alternative explanations; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention was required as events' treatment. In addition, non-serious events were reported. The outcome of the technical investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 27-may-2016: despite follow up attempts, no answer and no further information has been received. Follow up (B)(6) 2016: consumer reported that she did not recall the name of the doctor who did the insertion but provided the hospital's name were it was done. Since she was a cardiac patient, her cardiologist wanted to get off of her birth control pills (name not provided) so this procedure was done on her at that time. She has had full heart attack, had 2 stents, angina, congestive heart failure (cardiac history). She went into lung failure in (B)(6) 2016. She has been having irregular periods, dropping huge clots (blood). She was in a lot of pain for 3 - 4 days, feeling weak, severe cramps, headaches, had back pain and all these were mostly on her left side, and she was disabled. She has still having all these problems. She has seen several doctors at urgent care and also seen at hospital (no further details provided). She stated she would love to have essure removed if she could find out a doctor who was willing to work with her cardiologist and get approval by health insurance. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps and very heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She went to urgent care, the emergency room (ER), ob/gyn, and primary care professional due to the events and received morphine as treatment. She stated she was disabled. These events are listed in essure's reference safety information. After essure insertion pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer reported pelvic pain and bleeding which started in close association with essure insertion. Considering this positive temporal relationship and in the lack of alternative explanations; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention was required as events' treatment. In addition, other serious (lung failure) and non-serious events were reported. The outcome of the technical investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060746) in united states on 12-apr-2016 who had essure (fallopian tube occlusion insert) lot number 721040 inserted on (B)(6)-2010. Since the essure process was done, consumer experienced heavy pain in pelvic area and lower back now for the past one and a half years, very heavy bleeding. The bleeding was so bad at times that she had to wear adult diapers. The pain in the pelvic area got so bad she ended up bent over at times and unable to walk. A gynecologist wanted to do an ablation to try and stop bleeding, but at the time her cardiac doctor did not approve it as he considered it as a process that would not work. She was still having problems and did not know where to turn to at that point. She also experienced weight gain and major bloating. Since she had this done, she went to urgent care, the emergency room (ER), ob/gyn, and primary care professional over this. At the time they were putting it down as to peri-menopause. Due to her heart history, this procedure would get her out of birth control pills as it causes bad things for heart patients. Concomitant medical included: protonic, plavix, metoprolol, amlodipine, amblen, aspirin, niacin, morphine ER and extended release, prednisone, montelukast, cyclobenzaprine, spiriva, proair inhaler, flovent inhaler, hydroxyzine, and otc vitamin d3 (300mg). Consumer assessed the case as other serious (important medical event). Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had heavy pain in pelvic area and very heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She went to urgent care, the emergency room (ER), ob/gyn, and primary care professional due to the events and received morphine as treatment. These events are listed in essure's reference safety information. After essure insertion pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer reported pelvic pain and bleeding which started in close association with essure insertion. Considering this positive temporal relationship and in the lack of alternative explanations; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention was required as events' treatment. In addition, non-serious events were reported. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060746) on 12-apr-2016. The most recent information was received on 06-dec-2018. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps"), genital haemorrhage ("very heavy bleeding") and respiratory failure ("lung failure") in a female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack, stent placement, angina pectoris, congestive heart failure and birth control pill. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone propionate (flovent), hydroxyzine, metoprolol, montelukast, morphine, nicotinic acid (niacin), prednisone, salbutamol sulfate (proair hfa) and tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required). In 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2016, the patient experienced respiratory failure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), menopausal symptoms ("peri menopause"), menstruation irregular ("has been having irregular periods"), menorrhagia ("periods, dropping huge clots (blood)"), asthenia ("feeling weak") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstruation irregular, menorrhagia, asthenia and headache had not resolved and the genital haemorrhage, respiratory failure, weight increased, abdominal distension and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, asthenia, back pain, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstruation irregular, pelvic pain, respiratory failure and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 6-dec-2018: this case is potential legal case, new reporter lawyer was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060746) on 12-apr-2016. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps, pain: pelvic'), genital haemorrhage ('very heavy bleeding') and respiratory failure ('lung failure') in a 42-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack, stent placement, angina pectoris, congestive heart failure and birth control pill. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone propionate (flovent), hydroxyzine, metoprolol, montelukast, morphine, nicotinic acid (niacin), prednisone, salbutamol sulfate (proair hfa) and tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required). In 2014, the patient experienced back pain ("lower back pain, pain: back"). In (B)(6) 2016, the patient experienced respiratory failure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("major bloating"), menopausal symptoms ("peri menopause"), menstruation irregular ("has been having irregular periods"), menorrhagia ("periods, dropping huge clots (blood), menorrhagia (heavy menstrual bleeding)"), asthenia ("feeling weak"), headache ("headaches"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstruation irregular, menorrhagia, asthenia and headache had not resolved and the genital haemorrhage, respiratory failure, weight increased, abdominal distension, menopausal symptoms, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, nausea, pelvic pain, respiratory failure, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events pain: chronic, abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), blood/heart disorder, fatigue, gi conditions, hair loss, dental problems, nausea and vision problems. Patient dob added. Reporter information and product indication updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060746) on 12-apr-2016. The most recent information was received on 29-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps, pain: pelvic') in a 42-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack, stent placement, angina pectoris, congestive heart failure, birth control pill and overweight. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone propionate (flovent), hydroxyzine, metoprolol, montelukast, morphine, nicotinic acid (niacin), prednisone, salbutamol sulfate (proair hfa) and tiotropium bromide (spiriva). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), 1 day after insertion of essure. In 2014, the patient experienced back pain ("lower back pain, pain: back"), menorrhagia ("periods, dropping huge clots (blood), menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced respiratory failure ("lung failure"). In 2017, the patient experienced aspergillus infection ("infection (other) describe: aspergillosis"). On an unknown date, the patient experienced genital haemorrhage ("very heavy bleeding"), abdominal distension ("major bloating"), menopausal symptoms ("peri menopause"), menstruation irregular ("has been having irregular periods"), asthenia ("feeling weak"), headache ("headaches"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstruation irregular, menorrhagia, asthenia and headache had not resolved and the genital haemorrhage, respiratory failure, weight increased, abdominal distension, menopausal symptoms, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea, visual impairment, vaginal haemorrhage and aspergillus infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, aspergillus infection, asthenia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, nausea, pelvic pain, respiratory failure, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain and back pain previously insertion date was reported -(B)(6) 2010 and now reported: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: reporter was added. New events- abnormal bleeding (vaginal), aspergillosis were added. Lab test was added. Event onset dates were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 12-apr-2016. The most recent information was received on 14-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps, pain: pelvic') in a 42-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included heart attack, stent placement, angina pectoris, congestive heart failure, birth control pill and overweight. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone propionate (flovent), hydroxyzine, metoprolol, montelukast, morphine, nicotinic acid (niacin), prednisone, salbutamol sulfate (proair hfa) and tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), 1 day after insertion of essure. In 2014, the patient experienced back pain ("lower back pain, pain: back"), menorrhagia ("periods, dropping huge clots (blood), menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced respiratory failure ("lung failure"). In 2017, the patient experienced aspergillus infection ("infection (other) describe: aspergillosis"). On an unknown date, the patient experienced genital haemorrhage ("very heavy bleeding"), abdominal distension ("major bloating"), menopausal symptoms ("peri menopause"), menstruation irregular ("has been having irregular periods"), asthenia ("feeling weak"), headache ("headaches"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and abortion spontaneous ("miscarriage (B)(6) 2020)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstruation irregular, menorrhagia, asthenia and headache had not resolved and the genital haemorrhage, respiratory failure, weight increased, abdominal distension, menopausal symptoms, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea, visual impairment, vaginal haemorrhage, aspergillus infection and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, aspergillus infection, asthenia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, nausea, pelvic pain, respiratory failure, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain and back pain previously insertion date was reported -(B)(6) 2010 and now reported: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020: mr received: reporters were added. New events- miscarriage , device ineffective were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060746) on 12-apr-2016. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain in pelvic area, a lot of pain for 3 - 4 days, severe cramps, pain: pelvic') in a 42-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included heart attack, stent placement, angina pectoris, congestive heart failure, birth control pill and overweight. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone propionate (flovent), hydroxyzine, metoprolol, montelukast, morphine, nicotinic acid (niacin), prednisone, salbutamol sulfate (proair hfa) and tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), 1 day after insertion of essure. In 2014, the patient experienced back pain ("lower back pain, pain: back"), menorrhagia ("periods, dropping huge clots (blood), menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced respiratory failure ("lung failure"). In 2017, the patient experienced aspergillus infection ("infection (other) describe: aspergillosis"). On an unknown date, the patient experienced genital haemorrhage ("very heavy bleeding"), abdominal distension ("major bloating"), menopausal symptoms ("peri menopause"), menstruation irregular ("has been having irregular periods"), asthenia ("feeling weak"), headache ("headaches"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and abortion spontaneous ("miscarriage (B)(6) 2020)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, menstruation irregular, menorrhagia, asthenia and headache had not resolved and the genital haemorrhage, respiratory failure, weight increased, abdominal distension, menopausal symptoms, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea, visual impairment, vaginal haemorrhage, aspergillus infection and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, aspergillus infection, asthenia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, nausea, pelvic pain, respiratory failure, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain and back pain previously insertion date was reported -(B)(6) 2010 and now reported: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Lot number: 721040 manufacturing date: 2010/03 expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs